Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock. Also, the device had an lc (long charge) error code. A review of device downloaded memory was done by technical services. It was confirmed that the device had undergone some single-bit memory upsets. This had caused the inappropriate shock. The doctor has scheduled and explant. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock. Also, the device had an lc (long charge) error code. A review of device downloaded memory was done by technical services. It was confirmed that the device had undergone some single-bit memory upsets. This had caused the inappropriate shock. The doctor has scheduled and explant. There were no additional adverse patient effects.

Event description:
It was reported that the patient received an inappropriate shock. Also, the device had an lc (long charge) error code. A review of device downloaded memory was done by technical services. It was confirmed that the device had undergone some single-bit memory upsets. This had caused the inappropriate shock. The doctor has scheduled and explant. There were no additional adverse patient effects.